Manufacturer narrative:
The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error and replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The iesu was analyzed and tested in normal mode with an in-house system. Failure analysis investigations confirmed and reproduced the reported failure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered a c-34 error on the integrated electro surgical unit (iesu). They attempted to clear the error by removing the cables from the iesu, but the issue did not resolve after several power cycles. The customer stated that they would switch out the vision side cart (vsc) to begin the procedure. The procedure was converted to another da vinci surgical system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred after port incisions had already been placed. Trocars were installed and the system was docked. The customer brought in a vsc from another system to continue.